Manufacturer narrative:
While there are no indications, based on DHR review, that the device failed to meet its material, assembly, labeling, packaging, or performance specifications when released, a manufacturing defect was identified during the course of the investigation that caused the device to fail to perform as expected. The device was returned within the dispenser hoop and the introducer sheath was not returned. Visual examination of the returned device revealed that the proximal contact and the delivery wire were kinked likely due to handling damage. It was also found that the main coil was broken/ fractured from the etch link (the main coil was not returned). The suture was noted to be melted at approx. 8mm from the etch link. Analysis of the suture revealed a ball like anomaly which likely originated in manufacturing. It is likely that the suture defect contributed to the main coil break/ detachment. Because this is an issue in which product fails to meet specification due to the manufacturing process at a stryker neurovascular manufacturing site, an assignable cause of manufacturing will be assigned to the reported main coil prematurely detached/separated inside patient, to the analyzed main coil broken, and main coil suture damage.

Event description:
It was reported that during the coil embolization procedure, the coil prematurely detached within the microcatheter. No consequences to the patient were reported.

Manufacturer narrative:
Correction/removal rpt number: the reference number previously provided was incorrect.

Event description:
It was reported that during the coil embolization procedure, the coil prematurely detached within the microcatheter. No consequences to the patient were reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the coil embolization procedure, the coil prematurely detached within the microcatheter. No consequences to the patient were reported.